Manufacturer narrative:
Device eval: the device is not expected to return for eval. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported there is a small hole in the clear film material of the package causing a breach in the sterile barrier. This was discovered at prep and the kit was not used on pt.